Event description:
It was reported to the manufacturer, by the end user, per the end user, that c-hla being used with sbs, when lifting resident this morning the nut holding bar to eye-hook came loose and bar slipped off end of boom causing resident to fall. Resident was immediately taken to the ER. Full extent of injuries and location of hospital not disclosed to nsm. Complaint # (B)(4) and ra# (B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the unit has not been returned.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that c-hla being used with sbs, when lifting resident this morning the nut holding bar to eye-hook came loose and bar slipped off end of boom causing resident to fall. Resident was immediately taken to the ER. Full extent of injuries and location of hospital not disclosed to nsm. Complaint # (B)(4) and ra# (B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the unit has not been returned.